Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. The customer stopcock were not returned for analysis. During analysis, the investigator successfully attached the mustang device to an encore inflation unit and stopcock with no issues noted with the hub or the ability to attach another device to the hub. No issues were noted that could have contributed to the complaint incident. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 11mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands of the device which could have contributed to the complaint incident. A visual and microscopic examination identified that the distal tip was damaged, this damage is consistent with the tip being pushed against a restriction such as a lesion. No issues were noted with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 15-aug-2018. It was reported that device component incompatibility with another device occurred. During preparation of a 10.0 x 40 75cm mustang¿ balloon catheter, every time the tech attempted to attach the stopcock to the balloon, it would not stay attached. However, returned device analysis revealed balloon pinhole.